Event description:
It was reported that in the first several days after implant, effect was ¿good¿. Two days prior to the report however, the patient suddenly stopped feeling stimulation and was experiencing cephalalgia. Impedance testing with a clinician programmer indicated that impedances were over 10,000 ohms. The cause of the event was not determined but the physician suspected it was a lead problem. Information indicates that as of (B)(6) 2015, the lead had been replaced. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, lot# va09u6u022, implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the lead found conductors #0 and #1 were broken 3.0cm from the proximal end and had open circuits.

Manufacturer narrative:
(B)(4).